Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a tear was found in the sterile barrier. The complaint is confirmed. The defect appears to be created from force exerted to the outside of the packaging. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. On (B)(6) 2016 we became aware that this report was submitted within the required 30 day time window through the test server. Reference acknowledgement on 2/4/2016 with core ID: (B)(4).

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.